Manufacturer narrative:
The clinical complaint was adequately investigated. It has been confirmed that no previous clinical complaints have been found for the particular lot number in question. The batch record, qc test reports, and training of staff were analyzed and it has been determined that product is within required specifications and manufactured according to the appropriate procedures.

Event description:
The nurse injector reported that the patient, had the treatment in october and continues to have persistent swelling to date.